Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. At this time there is only a limited amount of information that has been provided in regards to an allegation against the bard mesh. It is alleged the patient experienced foreign body and inflammatory response as well as sepsis. In regards to the allegation of sepsis, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ this MDR includes all patient, event and device information davol has received to date. No death certificate has been provided and the direct cause and date of death is unknown at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a ventral incisional hernia , the hernia defect was repaired with a ventralex hernia patch. It is alleged the ventralex was properly implanted in the abdomen and sutured circumferentially. It is alleged after placement the device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, as well as sepsis and death. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedure, was seriously and permanently injured and death.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. At this time there is only a limited amount of information that has been provided in regards to an allegation against the bard mesh. It is alleged the patient experienced foreign body and inflammatory response as well as sepsis. In regards to the allegation of sepsis, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ this MDR includes all patient, event and device information davol has received to date. No death certificate has been provided and the direct cause and date of death is unknown at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 3 years 5 months post implant of the ventralex mesh, the patient was diagnosed with bowel perforation, infection, abscess and abdominal pain; was thereby scheduled for surgery. During the preparation of surgery, the patient did not retain a sustainable cardiac rhythm post-anesthesia induction and was deceased. It is unknown to what extent, the device may have caused or contributed to the patient's death. The instructions-for-use supplied with the device lists pain and infection as possible complications. Updated fields: b2 (date of death), b3 (date of event), d4 (product catalog no, corporate lot no, expiry date, UDI no). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a ventral incisional hernia , the hernia defect was repaired with a ventralex hernia patch. It is alleged the ventralex was properly implanted in the abdomen and sutured circumferentially. It is alleged after placement the device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, as well as sepsis and death. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedure, was seriously and permanently injured and death. Addendum per additional information provided: on (B)(6) 2012: patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿hernia sac was dissected from the surrounding structures leaving a defect. A ventralex mesh was placed in the abdomen and sutured.¿ on (B)(6) 2015: patient was hospitalized with the diagnosis of coronary artery disease, possible infected mesh, possible contained perforation, abscess, abdominal mass and pain thereby scheduled for exploratory laparotomy with explantation of mesh and possible colectomy. On (B)(6) 2015: after patient was taken to the operative room, considering the patient¿s cardiac response to induction of anesthesia, the surgery was aborted. The patient didn't retain a sustainable cardiac rhythm and was deceased. Attorney alleges that patient had wrongful death, sepsis, infection, bowel perforation and pain.